Event description:
Healthcare professional reported ""rupture of the breast implant", "around the implant, a moderate amount of fluid is visible with increased echogenicity", ""dirty acoustic shadow" indicating the presence of inorganic material", "possible implant rupture". "The surface of the implant (right side) is more folded than on the left side" and "in the right lower armpit, 2 lymph nodes with 'dirty shadows' are visible ¿ most likely containing implant content". This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ""rupture of the breast implant", "around the implant, a moderate amount of fluid is visible with increased echogenicity", ""dirty acoustic shadow" indicating the presence of inorganic material", "possible implant rupture". "The surface of the implant (right side) is more folded than on the left side" and "in the right lower armpit, 2 lymph nodes with 'dirty shadows' are visible ¿ most likely containing implant content". This record is for the right side. Device was explanted. The device is available for return.